Manufacturer narrative:
D10 concomitant medical products: egia60amt - egia60amt egia 60 artic med thick sulu - lot# n5b178 sigphandle - sig power sigphandle handle - serial # unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the powered stapler reload, the charge started but only fired partially. Suturing was performed as a staple line reinforcement to address the issue.

Event description:
It was reported that during a gastric bypass procedure, the use of the powered stapler reload, the charge started but only fired partially. The reload was replaced and suturing was performed as a staple line reinforcement to address the issue.

Manufacturer narrative:
Additional information: b5, d1, ( MFR name, street , unique identifier (UDI), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.